Manufacturer narrative:
The other xience v stent indicated is being reported under the same MFR#.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the patient underwent stenting of the pre-dilated 1st ob marginal with a total of two xience v stents. At an unk time in 2008, the patient experienced angina. The patient was hospitalized on an unk date. Diagnostic coronary angiography revealed 85% intrastent stenosis within the target vessel. This was treated via coronary artery bypass grafting in 2009. The event resolved four days later. There is no additional information available.